Event description:
I had a covid test done through (B)(6) on monday, (B)(6) 2021. On thursday, (B)(6) the results were positive. I took another test that same day from the (B)(6) department of health and human services. I received the result the next morning on friday (B)(6) and it was negative. I believe the first test was a false positive. FDA safety report ID # (B)(4).